Manufacturer narrative:
The insulin pump was received with moisture damage was found at keypad traces. However, all of the buttons responded properly. The insulin pump has broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer stated that she was trying to change her reservoir when she noticed the keypad anomaly. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.